Event description:
It was reported that the patient underwent replacement surgery for the removal and replacement of ams 700 inflatable penile prosthesis due to fluid loss that resulted from a hole in the tube. Additional information received stated that the fluid loss caused inflation / deflation issue and the hole was in the tubing that connects the pump to the cylinders.